Event description:
It was reported that: unable to advance manta bypass tubing through manta valve. Opened a second manta device and completed closure. Additional information: the physician met severe resistance when attempting to insert the bypass tube into the manta valve. The resistance caused the device to buckle and bend (associated to this complaint). The sheath was removed, and a new manta device was used. There was no resistance with the second manta but they did need manual pressure for 20 minutes (associated to (B)(4) nonreportable complaint). There was no reported patient harm or consequence.

Manufacturer narrative:
Qn # (B)(4). Multiple units were returned together for evaluation. Blood particulates were noted on all units. The units were decontaminated and inspected. Manta lumen was severely kinked. Lever was not engaged. Button valve was intact and not displaced. The unit could not be functionally tested for advancement due to the damages noted. The device lot history record review for lot number mn2301507 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the procedural sheath. Following the pci, a 14f manta was planned for closure in the common femoral artery. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath. Buckling and bending occurred to the carrier tube and bypass tube when resistance was met. The IFU indicates: if significant resi stance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. (B)(4). We will continue to monitor the rate for all ders related to capa00319 (B)(4) as specified in capa00319. The der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: unable to advance manta bypass tubing through manta valve. Opened a second manta device and completed closure. Additional information: the physician met severe resistance when attempting to insert the bypass tube into the manta valve. The resistance caused the device to buckle and bend (associated to this complaint). The sheath was removed, and a new manta device was used. There was no resistance with the second manta but they did need manual pressure for 20 minutes (associated to (B)(4)- non-reportable complaint). There was no reported patient harm or consequence.